Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was an intermittent activation observed during vein harvesting. During the ligation phase, they observed the hpii toggle pulled back but without the beeping and burning multiple times. This intermittent activation would happen after long pauses as well as short pauses. The harvester would recognize the issue most times, release the toggle, and immediately re-pull back the toggle and it would activate/beep. This was not the case of the auto-shut off activating. There would not be a burn previous, and no extended burning. There were actually a couple longer burns (up to 7-8 seconds at the longest) and the auto-shut off would not activate then. It was difficult to maintain an open tunnel due to multiple tunnels/branching vein, small vein, some bleeding with heparin application) and the harvester opted to open a terumo kit to harvest from the opposite leg. They encountered the same problems using the competitive device. The choice to open the terumo kit was not the result of the power supply issues since they had resolved when the adapter/extension cable were switched to another power supply. No new kit was opened to complete the procedure. No patient injury. There was a delay in the case.

Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/06/2025. An investigation was conducted on 8/11/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(6). The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (B)(6). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure ""intermittent continuity" was not confirmed. The lot # 3000488492 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was an intermittent activation observed during vein harvesting. During the ligation phase, they observed the hpii toggle pulled back but without the beeping and burning multiple times. This intermittent activation would happen after long pauses as well as short pauses. The harvester would recognize the issue most times, release the toggle, and immediately re-pull back the toggle and it would activate/beep. This was not the case of the auto-shut off activating. There would not be a burn previous, and no extended burning. There were actually a couple longer burns (up to 7-8 seconds at the longest) and the auto-shut off would not activate then. It was difficult to maintain an open tunnel due to multiple tunnels/branching vein, small vein, some bleeding with heparin application) and the harvester opted to open a terumo kit to harvest from the opposite leg. They encountered the same problems using the competitive device. The choice to open the terumo kit was not the result of the power supply issues since they had resolved when the adapter/extension cable were switched to another power supply. No new kit was opened to complete the procedure. No patient injury.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.